Manufacturer narrative:
Service visited on (B)(4) 2011. The field service engineer (fse) replaced the wash collar and performed probe alignments. The fse replaced the wash collar vacuum valve. The fse verified the instrument operation. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from reagent probe b on synchron lx I 725 clinical system. There was no effect to patient or user.